Event description:
(B)(4). Severe abdominal pain; pain when twisting torso, sitting down, or using the restroom; weight gain of approximately 40 pounds; chronic headaches and migraines for which I now have to take medication to control.